Manufacturer narrative:
Product event summary: the device was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated pacing capture threshold in the rv (right ventricle) was elevated.

Event description:
It was reported that the patient was admitted to the hospital with atrial fibrillation with rapid ventricular response. Post conversion the patient was noted to have loss of capture on the right ventricular (rv) lead and 2:1 atrio-ventricular block. A device check and echocardiogram confirmed that the lead was dislodged and had high thresholds. In addition a lead perforation was confirmed resulting in a pericardial effusion. The lead was repositioned and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.